Manufacturer narrative:
Analysis of the submitted system controller log file confirmed frequent pi events, an increase in power over time and a decrease in average pi over time. Based on past experience with the left ventricular assist system (lvas) and similar reported events, the power changes and decrease in average pi could be indicative of device thrombosis. However, a direct correlation between the lvas and these findings could not conclusively be established through this evaluation. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). The patient¿s implanting center is (B)(6) hospital. The patient¿s care is shared between (B)(6) hospital and (B)(6) hospital - (B)(6). For the event the patient reported to (B)(6) hospital ¿ (B)(6), which is the center that reported the event to the manufacturer. Approximate age of device ¿ 9 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient¿s lvad system produced multiple alarms. The manufactured's technical services log file analysis revealed a trajectory consistent with device thrombosis. No additional information was provided.